Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited oversensing noise. It was noted that each episode was able to be attributed to times when the patient was swimming in the saltwater pool. Programming changes were performed. The patient was in stable condition.